Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A technical review shows the field service engineer (fse) performed preventive maintenance earlier than planned due to report of incomplete flap. The fse stated he did not find any issues with the laser. The system works within specifications. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete flap following flap creation. The flap could not be lifted. Additional information has been requested.